Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device malfunction or quality deficiency related to this event. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease.

Event description:
An adverse event report was received via clinical affairs for a patient with a (B)(4) aortic valve implanted who experienced arrhythmia/conduction system injury (av paced postop and underlying rhythm is systole), 2 days post surgery. Then, it was learned that patient experienced another event of 2.5 hours of atrial fibrillation. Both events were reported to have subsequently resolved. The discharge summary indicates, "had some brief postoperative atrial fibrillation which responded to cordarone and did not recur". The implant operative report indicates no complications while implanting the edwards bioprosthesis. No information to suggest a device malfunction related to this event.